Manufacturer narrative:
Explant due to symptoms of aortic dysfunction likely due to pannus ingrowth after 14 years of implant was reported. A return device analysis could not be performed as the device was not returned to abbott. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Event description:
It was reported that on an unknown date in 2011, a 19mm regent aortic mechanical heart valve was implanted. On (B)(6) 2025, the valve was explanted due to aortic dysfunction likely due to pannus ingrowth. A new 19mm regent aortic mechanical heart valve was successfully implanted. The patient status was reported as unknown.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.